Event description:
The customer reported that on (B)(6) 2012 higher than expected creatine kinase-mb isoenzyme (ck-mb) results, above the normal reference range, were generated from two different unicel dxi800 access immunoassay systems for one patient sample. This report represents the erroneous ckmb patient results generated from an unicel dxi800 access immunoassay system with serial number (B)(4). Upon repeat on the same instrument, the repeat ckmb result was also elevated. The sample was sent to an outside laboratory which generated a "normal" result utilizing an unknown methodology, which was regarded as valid. The alternate method's actual result was not provided by the customer the suspect ckmb results were not reported out of the laboratory and hence there was no report of death, serious injury or impact to patient treatment associated with this event. Assay quality control (qc) recovered within the customer's established specifications during the timeframe of this event. No patient specific information, sample collection/handling information and additional system performance information was not provided by the customer.

Manufacturer narrative:
In the original 3500a report it was indicated "the customer agreed to send the sample to beckman coulter inc. For interference testing; however it has not been received to date."a follow-up investigation of the beckman coulter inc. Laboratory specimen storage area could not physically locate sample. There is no documented indication that the sample was ever received.

Manufacturer narrative:
Service was not dispatched to the site for this event as it was suspected to be associated with patient sample interference. The customer agreed to send the sample to beckman coulter inc. For interference testing; however, it has not been received to date. A definitive root cause for this event has not been determined to date. Associated mdrs: 2122870-2012-00520, 2122870-2012-00567.